Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy and laparoscopic assisted colon (sigmoid). It was reported during the case the trocar gaskets were tearing. The one seal would stick and tear. 10/13/98 both atw35 failed to fire. The second and third firings failed not cutting, partial fired staples. The ets flex when firing across the bowel, the first firing failed; partially fired staples. Then the endo gia was used. The first firing failed. It could not be close. The second firing, the blade failed to cut. A total of five firings. They converted to open and anastomosed the bowel with the open stapler.